Event description:
The event is reported as: maude report alleges that during intubation the et tube would not say inflated. Complaint states that the et tube had to be removed and pt had to be reintubated right after initial intubation. No pt injury reported.

Manufacturer narrative:
According to the maude report; the sample is anticipating to be returned. However; there is no customer contact info to follow up to confirm if the sample is actually being returned. Per device history report DHR investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint cannot be confirmed since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints.